Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified signs of use and damage. The glenoid has some debris in one of the screw holes as well as some scratches and gouges. There is also some damage around the taper hole of the glenoid. The taper adaptor has some damage to the taper with wear marks and galling as well as some nicks and gouges around the taper. No measurements were taken due to the damage of both devices. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left shoulder reverse shoulder arthroplasty exhibits glenosphere disassociation. Humeral tray metal discontinuity/fracture is suspected. Periprosthetic glenoid fracture versus heterotopic ossification. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 110027734; lot# 855720. Item# 110031423; lot# 64291315. Item# 110031402; lot# 64263113. Item# 110030776; lot# 64264150. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a vrs on an unknown date approximately six (6) to seven (7) years ago. Subsequently, the patient underwent a revision approximately four (4) weeks ago, due to disassociation of the taper from the baseplate.